Manufacturer narrative:
(B)(4). Concomitant medical products: 630000410 1418326, tib. Baseplate nk w/stem np 1; 621000010 1393884, femur nk-prim, cocr, pc, 1 l; 6200-05-809 1418268, sf-con tib ins lt sz1/2 9. Report source: foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of retuned tibial plate and articular surface noted to be fractured. However, femur doesn¿t show any damages. The fractured tibial plate was submitted for further analysis. Sem analysis determined fracture in the tibial plate surface artifacts suggest possible fatigue fractures originating near the anterior-medial ridge. The inferior-lateral baseplate surfaces show what appears to be bone cement interdigitation but very little on the medial side. Medical records were provided and reviewed by a health care professional. Review of the available records identified advanced metallosis discolored synovium. It was also noted rom extension/flexion 0-15 to 80 degree, the tibial component was broken and extensive osteolysis in the area of the tibial head are found before the revision surgery. During the revision, the femoral component found to be loose and patella tendon partially is torn away from the tuberosity, but it was repaired. Per package insert natural-knee ii system: pain, implant fracture, and loosening are known adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01387, 0001822565-2019-02043.

Event description:
It was reported patient's left knee was revised approximately 9 years post implantation due to pain after experiencing a fall. The patient stated she had been experiencing left knee pain for approximately three years prior. The x-ray and CT scan revealed medial fracture of the tibial base plate with dislocation and large osteolysis throughout the tibial head. During the revision surgery, pronounced metallosis with anthracite stained synovium, coarse loosening of the tibial base plate, and loosening of the femoral component were observed. Attempts have been made and additional information on the reported event is unavailable.